Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was hit against a helmet and the touch screen became shattered. In addition, the pump touch screen had some discoloration. Customer¿s blood glucose was 120 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.